Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. He replaced the o2 sensor. The unit operated to the manufacturer's specifications.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the oxygen (o2) sensor took four times to calibrate. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
Data logs were returned to the manufacturer on 16-aug-2018.

Manufacturer narrative:
The reported complaint was confirmed. The defective oxygen (o2) sensor was disposed of so there will be no further investigation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.